Event description:
The surgeon was using a 90 degree medial through lateral approach to insert and position a 8mm trial for confirmation of implant size. When the surgeon began to pull the 8mm trial out of the surgical site, the tip of the inserter broke off in the 8mm trial. The surgeon tried to pull the 8mm trial out of the surgical site with a few different instruments. The surgeon was able to remove the 8mm trial with the #6 rasp chisel. The patient was not injured as a result of the inserter tip breaking off in the 8mm trial or during the removal of the 8mm trial from the surgical site. It was reported that the patient is doing very well.

Manufacturer narrative:
(B)(4).